Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and found many prelight, signal errors for tni-ultra in past couple of days. A leaking base pump was identified and replaced. The cause of the discordant cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant cardiac troponin (tni-ultra) result was obtained from an advia centaur cp system. The same sample was repeated with dilution. The two results were discordant. These results were not reported to the physician. The same sample was repeated on an alternate analyzer. This repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin.

Manufacturer narrative:
The initial MDR 2517506-2017-00301 was filed on may 3, 2017. Additional information (06/12/2017): a siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and found multiple prelight, signal errors for troponin (tni-ultra) in the past couple of days. A leaking base pump was identified and replaced. A siemens headquarters support center specialist reviewed the information provided and determined that poor wash performance, bacterial contamination or sample integrity are additional contributing factors to the discrepant troponin results. The cause of the discordant cardiac troponin result is unknown.